Event description:
An endurant stent graft system was inserted in a patient for the endovascular treatment of a 3 cm in diameter and 3.5 cm in length saccular abdominal aortic aneurysm. Vessel morphology was reported as no tortuosity but presence of calcification. It was reported that during the deployment of the tip capture mechanism, the supra-renal stents did not disengage from the capture mechanism. Additionally, the distal part of the stent graft did not fully deploy. After manipulation, both the proximal and distal portions of the grafts were able to be deployed. The proximal portion was deployed after recapturing the spindle with the tapered tip and pulling the delivery system down; this caused the stent graft to move down and then returned to its original position. The stent graft was implanted accurately at the end of the procedure. The final angiogram looked good with no signs of endoleak. The delivery catheter was removed from the patient. No additional clinical sequelae were reported and the patient is fine. The evaluation of the returned films has been completed. The films from pre-implant show that the proximal neck is straight, 23 - 21mm in diameter. The saccular aaa is approximately 3 cm max diameter x 3.5cm in length, and begins 3-4cm below the renal arteries. The iliacs are straight but calcified. Angiogram images at implant showed that a tube graft was placed across the aaa; distally just proximal to the iliac bifurcation. No stent graft issues were observed. The reported deployment and removal difficulties were not observed on the returned images; the cause could not be determined.

Event description:
The device was returned and the analysis has been completed. There was a minor kink on the sheath at 2cm from the edge of the graft cover, which is not believed to have contributed to the complaint. The slider was retracted 8mm with corresponding 8mm gap between the taper tip and graft cover. The backend wheel was in the starting position. Upon evaluation of the device, the external slider could not be returned to its starting position as there was resistance. Damage to the edge of the graft cover was observed and it was noted that one side of the edge of the graft cover was caught between the sleeve and the spindle, which was determined to be the reason why the external slider would not return to its starting home position. Based on available information and evaluation of the device, a root cause could not be determined.

Manufacturer narrative:
(B)(4). Methods: (films). Results: inherent risk of procedure (removal difficulty, deployment difficulty), (insufficient information; cause is unknown). Conclusion: (insufficient information; cause is unknown).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.